Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 3. The patient's ultrafiltration reading was 1792ml. The patient's fill volume was 2400ml. This information gave a total drain volume of 4192ml, which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the peritoneal dialysis (pd) nurse two months later regarding the iipv found during the evaluation. The nurse stated everything has been resolved. The nurse stated the patient sometimes pockets fluid and does not fully drain. The nurse stated the patient's ultrafiltration is sometimes 3500ml. The nurse stated the patient did not experience any pain or symptoms during the iipv instance. The nurse stated the patient's husband is very knowledgeable with the cycler and knows it very well. The patient did not press go prior to closing clamps nor did they connect before "connect yourself" was displayed. The patient did not lose power during therapy. The nurse stated the patient simply pockets fluid and therefore does not fully drain. There was no patient injury or metal intervention.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovery during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow . No flow occurred above the minimum drain volume threshold. The device will be routed to the service area.